Event description:
In 2001, the user facility's dt-manager informed the MFR's sales rep of the following: device catheter was placed in the left femoral vein over guidewire and flushed. When the attending nurse went to hook up dialysis machine, she noticed droplets of blood below the clamp but above the bifuracation on the venous extension.